Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a surgical intervention was performed due to extrinsic outflow graft obstruction (eogo). This patient had a seroma between the graft and the bend relief on (B)(6) 2025, and underwent surgical intervention, as eogo was confirmed on contrast-enhanced CT. Log files did not display any unusual events regarding pump function. It was noted the silence_alarm_button_pressed was enabled at the system controller several times during the ~13.5-day length of the file. It appeared these events were associated with a system controller self-test manually initiated.

Manufacturer narrative:
Section a: patient initials and dob corrected. Section b1: report type corrected. Section b2: outcomes not applicable for malfunction report. Section d4: model and catalog numbers corrected. Section e1: customer site was (B)(6). Section h6: clinical and impact codes corrected. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed through this evaluation. The controller event log file contained events from 29apr2025 through 13may2025. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas IFU is currently available. The IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU also instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The current revision of the IFU can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that no CT would be provided. The treatment resolved the issue. The patient did not have any symptoms. The patient remained under observation. The reason for silence_alarm_button_pressed was unknown.